Event description:
Reporter had neck surgery and pedicle screws were used. Everything seemed fine, but due to the issues associated with this kind of surgery, dr recommended he do x-rays every month to check if the screws were still intact. After first x-ray, reporter was told that they had some loose screws, but the second x-ray at a different hospital said everything was fine. The third x-ray in yet another hospital confirmed my fears and said reporter had some fractured screws. Now reporter has broken screws in cervical spine. He suffers from excruciating pain and can no longer hold his head straight without using a cervical collar. Reporter's doctor has recommended he extend my therapy with orthopedic machine to build more bone mass because he might need a second surgery. This surgery is very expensive and has cost me lots of money and now reporter has to afford a second one. After some research online, reporter learned this product is a recall item but doctor told him he ones he used on me were not on the recall which reporter does not believe to be true. According to the reporter, many other pts have been victims to this company's product. Due to the proximity of these screws to the spinal cord, it can easily cause spinal injuries and damages leading to paralysis. Please, the FDA should recall this product from the markets.

Event description:
Reporter has been trying to find out the lot number for her device, but the hospital sales rep, dr, nor MFR have the info. The sales rep responsible and who was in her surgery refused to provide it. (B)(6). Sales mgr even said they do not have to provide the numbers for the screws. Reporter found out the MFR has had a past recall because of a mfg defect that occurred in 2009. She also has located a report from 2011, where pedicle screws from alphatec broke in half, just like her device had done. The sales manager said her screws are not apart of a recall but reporter is concerned that the screws are also defective and does not want anyone else to have his happen. She also wonders if the titanium is from (B)(6) and defective. Alphatec has a facility in (B)(6). She now has to wear a cervical collar and cannot drive or work. She also wears a bone stimulator. Her procedure was performed at chesapeake regional med ctr, case number (B)(4). Her operating room report is filled out completely except for the lot and serial numbers for the implanted devices. She is interested in finding out if there are other reports received concerning this company's devices.